Manufacturer narrative:
The device was not returned for analysis. Therefore, no testing methods were performed. If information is provided in the future, a supplemental report will be issued.

Event description:
The surgeon reported that during a mastoid case, when changing a bur the angled attachment would not lock in place properly, so he chose to use the straight attachment in its place. When using the straight attachment with the bur, his hand obscured his view of the surgical area; not the attachment. He stated that using the shorter straight attachment meant that his hand was closer to the surgical area which obscured his view, causing a csf leak. The patient was treated for the csf leak and was kept in the hospital for a few days for recovery and observation. At this time, the patient is fine and doing well.

Manufacturer narrative:
Correction: event date is (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was treated for the csf leak via a csf leak repair.